Manufacturer narrative:
Pending evaluation. Concomitant devices: 36mm femoral head (cn: 142-36-93, sn: (B)(4)); 60mm acetabular shell (cn: 120-01-60, sn: (B)(4)); 36mm acetabular liner size j (cn: 132-36-29, sn: (B)(4)); bone screw (cn: 120-65-35, sn: (B)(4)); bone screw (cn: 120-65-35, sn: (B)(4)).

Event description:
As reported, the original left total hip arthroplasty on this (B)(6) y/o male patient was performed on (B)(6) 2007. This patient was revised due to the acetabular shell appears to be loose. The surgeon opened the patient and dissected down to the joint space. He dislocated the hip and removed the femoral head, then proceeded to remove the acetabular shell, liner, and two screws. A competitor shell and liner was placed. He replaced the previous femoral head with the same size (36mm -3.5 offset). The surgeon was happy with these implants and closed the patient. Patient was last known to be in stable condition following the event. Devices will not be returned due to hospital policy.

Event description:
As reported, the original left total hip arthroplasty on this 76 y/o male patient was performed on (B)(6) 2007. This patient was revised due to the acetabular shell appears to be loose. The surgeon opened the patient and dissected down to the joint space. He dislocated the hip and removed the femoral head, then proceeded to remove the acetabular shell, liner, and two screws. A competitor shell and liner was placed. He replaced the previous femoral head with the same size (36mm -3.5 offset). The surgeon was happy with these implants and closed the patient. Patient was last known to be in stable condition following the event. Devices will not be returned due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) cup loosening. However, this cannot be confirmed as the explanted devices were not returned for evaluation (d11) concomitant devices: - 36mm femoral head (cn: 142-36-93, sn: (B)(6). - 60mm acetabular shell (cn: 120-01-60, sn: (B)(6). - 36mm acetabular liner size j (cn: 132-36-29, sn: (B)(6). - bone screw (cn: 120-65-35, sn: (B)(6). - bone screw (cn: 120-65-35, sn: (B)(6).